Event description:
It was reported that a patient experienced stroke symptoms within 24 hours after undergoing a pulsed field ablation procedure. The patient exhibited slurred speech and some degree of mental confusion, which led to an extended hospitalization. The procedure involved pulmonary vein and posterior wall isolation, with a dwell time of 40 minutes, and first pass isolation was achieved. The left atrial dwell time was 62 minutes. Symptom improvement was noted during a follow-up phone call, and all symptoms had resolved as of july 8, 2025. No medical or surgical intervention was needed to prevent permanent impairment of function. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.